Event description:
Information was received that the cadd solis vip pump does not recognize the cassette is locked in pca mose. No reported adverse effects.

Manufacturer narrative:
Additional information was received indicating this observation was found during testing. There was no patient involvement. One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log had no related findings. Functional tests included use testing. When locking a cassette onto the pump, the lock mechanism failed to detect that the cassette was locked. The pump's latch/lock's flex was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's latch/lock's flex.